Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered incontinence, pelvic pain, infection, painful intercourse, urinary problems, and bladder wall deterioration. No further information has been provided.